Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (52 mg/dl). Reportedly, the customer's health care professional had recently adjusted the pump settings; however, the customer believed the pump settings needed to be adjusted again. Customer addressed low bg levels with juice. Customer discussed the reported issue with a health care professional.